Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited 'error 46440 - b2038205'. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was returned for analysis. Visual inspection showed the device was used. Review of the event history log (ehl) showed a downstream occlusion error. A functional test was performed and the reported issue was no duplicated; however a high alarm downstream occlusion error was confirmed in the ehl. The cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.